Event description:
The customer was treated in the emergency for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a lead screw test was completed and the insulin exited. Instructed customer to change the infusion set and use manual injections per md protocol.